Event description:
It was reported occlusion alarms, which led to a blood glucose reading displaying "high", a specific value was not provided. And the presence of ketones. The customer took corrective actions by initially administering a correction bolus via the pump and changed the site. Tandem technical support completed troubleshooting and found no issues with the pump, however, a one time replacement pump was sent to resolve the issue.